Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) triggered an alert for high out of range pace impedances on the right ventricular (rv) lead. The impedances were greater than 2000 ohms. Additional information was received which indicated the impedances have spiked once before. Both times, the values have returned to normal, so the physician has opted to monitor the patient. The patient is not dependent. At this time, the products remain in service. The rv lead is a competitor's product. No adverse patient effects were reported.